Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the tip of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The ra lead dislodged after its initial placement. The physician attempted to reposition the lead but failed to retract or extend its helix again, which suggested a possible fractured. The lead was extracted and replaced with an alternate. No adverse patient effects were reported.